Event description:
The end user's mother reported her son fell while using the zippie stroller a total of three (3) times. The first two incidents were not reported to sunrise medical before the most recent incident. There was no serious injuries reported from the first two incidents. A minor injury (scratch) occurred during the first incident and no injury occurred during the second incident. The most recent incident reported occurred while the end user was sitting in his stroller. The seat became detached from the base, and the end user fell and hit his head on the edge of a table. The mother stated she took the end user to the hospital where a cat scan was performed and no issues were found. The mother stated the end user sustained a bruise and a scratch from the incident. The mother stated that she did not receive a tether kit for the unit. A sunrise medical sales representative, coilin, visited the mother and conducted an evaluation of the unit. Coilin reported that he looked at the receiver bracket and the red safety tab and found both were secure and worked well. Coilin stated that the safety tether was wrapped around the backrest. Coilin stated he asked the mother if she had used the tether kit, and the mother stated she was never instructed on it at delivery, so she had not. Coilin informed the mother of the tether kit's purpose. The mother stated she is no longer using the zippie voyage stroller, and she is working towards getting the end user a manual wheelchair to support his needs.

Manufacturer narrative:
Background information: zippie voyage owner manual (245797, rev. B, section viii: use & maintenance, page 15, section I: seating installation) states "using the latch lock: a. Before attaching or removing the seat to or from the base, the latch lock (k) must be slid to the right (unlocked position) as shown in fig 14. B. To prevent inadvertent activation of the seat latch, slide the latch lock to the left as shown in fig 15 after the seat is fully secured to the base (you cannot attach seat to base while lock is engaged)." And "b. Ensure all positioning straps and accessories are out of the way and will not interfere with the seat from fully engaging the receiver." Discussion: in reviewing the complaint, the end user's mother reported her son fell while using the zippie stroller a total of three (3) times. The first two incidents were not reported to sunrise medical before the most recent incident. The mother was unsure of the dates the first two incidents occurred on, but she stated the third incident occurred on (B)(6) 2024. The mother stated that the first incident occurred while walking into daycare. The seating system fell forward. The end user allegedly sustained a scratch on his head. The mother stated she believed that she didn't lock the seating system properly to the base. The mother stated that the second incident occurred while the end user was sitting in the stroller watching television. The mother stated the seating system became detached, but she was able to catch him. The mother stated the end user had no injuries from the incident and the seating system allegedly showed as locked when she attached the seat to the base. The mother stated that the latest incident occurred while the end user was at daycare. The mother stated that, while the end user was sitting in his stroller, the seat became detached from the base; the end user fell and hit his head on the edge of a table. The mother stated she took the end user to the hospital where a cat scan was performed and no issues were found. The mother stated the end user sustained a bruise and a scratch from the incident. The mother stated that she did not receive a tether kit for the unit, and she is no longer using the stroller. A sunrise medical sales representative, coilin, visited the mother and conducted an evaluation of the unit. Coilin reported that he looked at the receiver bracket and the red safety tab and found both were secure and worked well. Coilin stated that the safety tether was wrapped around the backrest. Coilin stated he asked the mother if she had used the tether kit, and the mother stated she was never instructed on it at delivery, so she had not. Coilin stated he explained the purpose of the failsafe device (tether) to the mother. Coilin stated that the unit was not utilized to its full, recommended securement recommendation. Coilin stated the mother reported that she is working to get the end user a manual wheelchair instead per her therapist recommendation. Conclusion: due to the unexpected detachment of the base, the lack of utilization of the failsafe device, and the open zippie voyage recall, this MDR is being filed.